Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 90% stenosed target lesion was located in a calcified and severely tortuous middle left anterior descending artery. A non bsc guide catheter engaged in the target vessel and a non bsc guide wire crossed the lesion. Pre-dilation was performed with a non bsc balloon catheter and ivus was then performed. A promus element, mr 3.00x12mm stent delivery system advanced to the lesion and could not cross. The promus element, mr 3.00x12mm stent delivery system was removed and it was noted that the edge of the stent was flared. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. Age at time of event 18 years or older. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).